Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the device was interrogated, however, there were egms that were no displayed. The device was explanted and replaced to resolve the event and the patient's condition was stable.

Manufacturer narrative:
The reported event of programmer error message during device interrogation was verified in the laboratory. Interrogating the device would cause the programmer to crash and display an error message. Analysis of the device image indicated that the device had a parity error. It is believed an episode was corrupted and prevented the interrogation. The product code was reloaded. The device was tested on the bench and functioned normally.